Manufacturer narrative:
Investigation summary: returned product was 1 flexshaft date code 0921 with coil deformation/weld failure causing the product to not function properly. CAPA opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220) through implementation date of august 2022 (0822). Complaint is considered substantiated. (Nwv).

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a automate iii broke during use.automatrix broke. The outcome is unknown as of this MDR. Further information requested.